Event description:
It was reported that a review of this subcutaneous implantable cardioverter defibrillator (s-ICD) episodes was requested to technical services (ts). Ts reviewed the device data and discussed the episodes are related to noise oversensing due to myopotentials, and one of the episodes resulted in an inappropriate shock being provided. It was advised to perform provocative maneuvers and investigate what the patient was doing at the time of the episodes. It was also recommended to perform an x-ray to see the location of the s-ICD. The s-ICD remains in service. No additional adverse patient effects were reported.